Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use white foreign matter was discovered inside 2 packages with a bd phaseal¿ protector p50. The following information was provided by the initial reporter: before preparation of chemo, the pharmacists opened a packet of p50 and discovered that it has white foreign powdery substance in it. The pharmacist then checks for other p50 and discovered that 6 have white foreign substance in it.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality engineer for evaluation. Upon inspecting the product, white particles can be observed on the surface of the protector cap. A device history review was performed for lot 1907118, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Machines routinely undergo cleaning according to procedure. Visual inspections are performed throughout manufacturing, including during the packaging process. Inspection records were reviewed and there was no documentation observed related to this incident. Sterilization testing was reviewed for the reported lot and results were found to be within specification. Based on our investigation the particles are likely pieces of tyvek paper which is used in the packaging for this product. These particles can accumulate in the rollers from the packaging line as the paper passes through and likely fell into the blister package before they were sealed. A project has been initiated, ras-156, to improve clearance of the packaging lines and manufacturing personnel have notified of this incident to increase awareness of this issue.

Event description:
It was reported that prior to use white foreign matter was discovered inside 2 packages with a bd phaseal¿ protector p50. The following information was provided by the initial reporter: before preparation of chemo, the pharmacists opened a packet of p50 and discovered that it has white foreign powdery substance in it. The pharmacist then checks for other p50 and discovered that 6 have white foreign substance in it.